Event description:
It was reported that bd nexiva¿ closed IV catheter system had foreign matter inside of it. This was discovered before use. The following information was provided by the initial reporter: black discolored object was inside of the q-syte which is assembled in nexiva.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had foreign matter inside of it. This was discovered before use. The following information was provided by the initial reporter: black discolored object was inside of the q-syte which is assembled in nexiva.